Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture and tearing occurred. The target lesion was located in the iliac vein. After two wallstents were deployed, a 14-4/5.8/75 xxl¿ vascular balloon catheter was advanced for post-dilatation. However, during the second inflation at 8 atmospheres, the balloon ruptured and kind of split in half. Despite this, the procedure was completed but it looked like there was a part of the balloon left inside the patient by the looks of the balloon when it came out. However, when they looked under fluoroscopy, they could not see anything. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device avail. For eval, returned to MFR on, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, results codes, conclusion codes: updated. Device evaluated by MFR.: the complaint device was returned for analysis. The balloon detached/tore approx. 30 mm distal from the proximal balloon bond. The balloon bond was intact. The balloon still attached to the device was observed to be longitudinally torn with a complete circumferential tear. Approx. 30-32 mm of balloon was left attached to the device. No issues were identified with the remaining balloon material. The distal end of the device including the balloon, distal and proximal markerbands and tip were not returned for analysis. The shaft was broken inside the balloon at the proximal markerband, 690 mm distal to the strain relief. Multiple kinks were observed along the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system during device use. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and tearing occurred. The target lesion was located in the iliac vein. After two wallstents were deployed, a 14-4/5.8/75 xxl¿ vascular balloon catheter was advanced for post-dilatation. However, during the second inflation at 8 atmospheres, the balloon ruptured and kind of split in half. Despite this, the procedure was completed but it looked like there was a part of the balloon left inside the patient by the looks of the balloon when it came out. However, when they looked under fluoroscopy, they could not see anything. No patient complications were reported and the patient's status was fine.